Manufacturer narrative:
Product ID: 8780, lot# hg3gp9c18, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the kink was first found during the day of the surgery. It was noted the issue was resolved and the patient's weight was (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# hg3gp9c18, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the catheter was revised due to kinking and not delivering medication. An 8784 catheter was implanted and connected to the 8780 catheter. No symptoms were reported. No further complications were reported.